Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, non-reportable phenomena such as an aging and deteriorating front panel, a missing shield plate, and a power supply unit that was not repaired by olympus were identified. The reported event was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to a defective power supply unit. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the light source lamp did not light. The issue occurred during preparation for use for a diagnostic gastrointestinal procedure. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.